Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-30, serial# (B)(6), implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the call your doctor screen was seen on the recharger was seen along with an error code. The caller did not remember the code, and later called back stating it was an elective replacement indicator (eri). The patient was unable to charge the ins because the eri message would appear, the patient would clear it, and then the recharger would shut off. The code would come back after being bypassed, and would appear on the recharger 30-40 times per day. The patient stated he had a charge in the ins so it still worked. The patient was able to use the pp to clear the eri. The patient also stated that he needs to get the system replaced as one of his leads isn't working, and there are 15 electrodes not working. The patient stated the electrodes stimulated the wrong area and "15 dots" aren't working. The patient chose to wait until battery depletion to replace the ins. It was reviewed that the end of life was in two months and the patient should discuss options with his healthcare provider (hcp). The patient described the issue as intermittent. It was reviewed that the eri message displays whenever a charge session is started, so a replacement would not be sent. Additional information received stated that the patient was scheduled for a replacement in 2017-07, but the patient was concerned the ins would die before that time. The patient stated the recharger only works for 10-15 minutes before displaying the eri message. It was reviewed that that new external equipment would not change the functionality of the implanted system and that the patient should follow up with their hcp. There were no reported complications and no further complications were expected. Patient was implanted for multiple back operations.